Event description:
It was reported that during a device changeout, lead insulation damage was noted. The lead silicone was repaired with an application of silicone adhesive and a new suture sleeve. The lead was then connected to the new pulse generator and paced and sensed appropriately.

Manufacturer narrative:
Na